Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all of the drawers in the main, the smart remote manager (srm) and the tower were failed. A field service engineer inspected the main bus cable, reconnected all associated connectors, and rebooted the station, after which the system functioned properly and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple hardware failure warnings were displayed, and several drawers failed. The customer powered the station off and back on; however, notifications indicating failed drawers continued to appear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.